Event description:
It was reported that during the removal procedure (due to poor flows) that a segment of the catheter appeared displaced from the main catheter. Segment was removed from the right atrium via the femoral vein with a snare. Pt tolerated the procedure well and suffered no ill effects.